Event description:
Information was received that the patient is undergoing revision. There is no impedance issue, the doctor thinks the problem is with where the lead is on the nerve. The physician believes the device hasn¿t been helping the patient as much as it used to. The doctor also thinks that the patient¿s psychological issues are contributing to it. The physician stated that they are not concerned at all or blaming the device. Further confirmation was received that the reason the physician would like to replace the generator is for an updated version and because of the patient's seizures. The patient's generator was replaced. The patient's replacement surgery facility is a facility that is a no return site therefore generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient was hospitalized due to an increase in seizures and needs a full revision due to the increase in seizures and decrease in output from the patient's vns. Further information was received that the patient has low output current and is not receiving therapy. It was stated that the physician believes there is something wrong with the lead, though lead impedance was within normal limits. It was stated that the physician believes the lead is maybe not on an ideal part of the nerve. The physician believes the increase is due to many things but also the vns. No surgical intervention has been reported to date. No additional relevant information has been received to date.